Manufacturer narrative:
B3, g4, d4: UDI unknown. E1: phone (B)(6). One device was received for evaluation. Visual inspection found the device to be slightly worn, and a damaged battery compartment. A review of the event history log found 'downstream occlusion' and 'no disposable' alarms. Functional testing was able to verify the reported problem. A stuck cassette pin was determined to be the root cause. The chassis was cleaned, and the pin was repaired. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump does not recognize the cassette. There was unknown patient involvement.